Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect when the door was open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported does not detect when door is open or when tubing is inserted which was reproduced during evaluation as a system error 320 at power up. Evaluation determined the cause to be a damaged upper latch switch. The upper auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.